Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 3095-10 neuro extension, implanted: (B)(6) 2010; 3023 interstim urinary mgu ipg, implanted: (B)(6) 2010; 3889-28 interstim urinary mgu lead, implanted: (B)(6) 2010; 3023 interstim urinary mgu ipg, implanted: (B)(6) 2005; 3095-10 neuro extension, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported by the patient that the implantable cardiac monitor (icm) started to poke out of the suture. Per the patient, the physician removed the icm a few days post-implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.